Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger, and unintended activation/motion. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, there was component damage, unable to assemble the device, the device had a sticky trigger, and unintended activation/motion. It was further determined that the device failed pretest for check the attachment coupling, check the cannulation, check the battery casing coupling, check for sticky triggers, check function of device, check for unintended motion, check in ¿off¿ mode, check the forward / reverse modes function, check the oscillation angle, check switching function forward / reverse in running mode, and check power with power test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction: h6, h10: evaluation upon further review of the device evaluation, it was determined that the device did not fail pre-test for sticky trigger and unintended activation/motion. Therefore, the reported event of will not run does not meet the criteria of a reportable complaint and is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.